Event description:
Chief of cardiac surgery was evaluating reps/regions sample equipment. Saw powered up, worked fine, then stalled. Dr alleges saw shredded sternum which required basket weaving the sternum back together using wires. Rep pulled 4 sample saws and 2 sample chargers, being returned.